Event description:
It was reported, "as planning the battery is available to 2013, but today (2009), the battery is empty, the suddenly stopping cause problems for me". No additional info regarding the event was provided. The reporter was encouraged to contact the healthcare professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.